Manufacturer narrative:
It is presumed that the reported issue caused by a hardware problem of the remote control console. The customer was advised by local siemens service that all system movement can be stopped by releasing control elements or by pressing the emergency stop button. The reported issue is under investigation and a supplemental report will be submitted once add'l info has been rec'd. (B)(6).

Event description:
It was reported that during an exam, the table on the axiom luminos drf system suddenly began to tilt with the pt on the table. According to the available info, the unintended table tilting and the tube longitudinal motion may only occur when a joystick is used for system movement and the dmg (dead man grip) has been already activated (by the user) earlier. There have been no injuries attributed to this issue. The reported event occurred in (B)(6).